Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 corrected data: b1, b5, h1, h6: the initial complaint was reviewed and found to be not reportable. The previously reported event was determined to have occurred in new zealand and therefore does not meeting reporting requirements as an importer. This does not meet the definition of a complaint and therefore please disregard any further reports on 1818910-2025-150001.

Event description:
Upon further review, the previously reported event was determined to have occurred in new zealand and therefore does not meeting reporting requirements as an importer. This does not meet the definition of a complaint and therefore please disregard any further reports on 1818910-2025-150001.

Event description:
It was reported that a revision of a reclaim bimentum was done. The reason for revision was due to instability. The patient previously had a girdlestone procedure, and was like that for a number of years. The surgeon noted that during the primary surgery they were stable on the table with a 24x95 reclaim body, but their adductor muscles were gone, and surrounding tissues were dysfunctional. At some point after surgery patient moved into a position (which the surgeon advised not to) and they dislocated. The reclaim body, bimentum poly and 28+8.5 ceramic head were removed. Cup was retained. Then a longer body, new poly and 28+12 head were implanted. The surgeon said that the patient's soft tissues are very poor, and they have no adductor muscles. No previous revision had been done for dislocations. There was no surgical delay. Affected side: right side.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.